Event description:
A physician reported that a tritanium pl cage at l5 fractured one year postoperatively. Revision surgery has not occurred.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that a tritanium pl cage at l5 fractured one year postoperatively. Revision surgery has not occurred.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. It was reported that a tritanium pl cage at l5 fractured one year postoperatively. Revision surgery has not occurred. A minimum of three follow up attempts were performed to obtain additional information, but no response was received. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: extreme surgical techniques outside of the approved IFU used during insertion that result in a cracked cage being implanted, but not identified at the time of implantation/ excess post-op activity by patient/ patient fall or external trauma, etc.